Event description:
It was reported that an IV set experienced a backflow above the check valve. This occurred during a patient infusion of a non-baxter drug and 500 cc of normal saline via an unknown infusion pump using a piggyback set-up. The reporter stated that the drug would not flow through the pump, but backed up into the normal saline solution bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.